Manufacturer narrative:
The manufacturer previously received notification that the sales representative was informed by the dealer of a patient death confirmed on (B)(6) 2025, while the patient was using the device. As the device was in use at the time, it had been seized by the police. Reportedly, the prescribing physician had been interviewed by authorities. At present, there is no indication of a causal relationship between the device and the patient¿s death. No personally identifiable patient information had been disclosed. The duration of device use by the patient remains unknown. The mandatory question, ¿did the alarm sound at the time of the event?¿ was marked as ¿unknown.¿ according to the dealer, the police have indicated that the device is operational. However, the exact condition of the device at the time of the incident had not been clearly established. No device malfunction, operational stop, or error display had been confirmed. As the device is currently in police custody, it was unavailable for further investigation. No medical intervention related to the event had been reported. The device was returned for investigation. After conducting functional checks and internal inspections, no abnormalities were found in the equipment itself. Odors related to everyday life were confirmed. Upon receiving a request from the customer to cancel the repair, the repair had been halted, and the equipment will be returned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer received notification that the sales representative was informed by the dealer of a patient death confirmed on (B)(6) 2025, while the patient was using the device. As the device was in use at the time, it has been seized by the police. Reportedly, the prescribing physician has been interviewed by authorities. At present, there is no indication of a causal relationship between the device and the patient¿s death. No personally identifiable patient information has been disclosed. The duration of device use by the patient remains unknown. The mandatory question, ¿did the alarm sound at the time of the event?¿ was marked as ¿unknown.¿ according to the dealer, the police have indicated that the device is operational. However, the exact condition of the device at the time of the incident has not been clearly established. No device malfunction, operational stop, or error display has been confirmed. As the device is currently in police custody, it is unavailable for further investigation. No medical intervention related to the event has been reported. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.